Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due to excessive force applied by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced telescope was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, the objective lens at the distal end of the telescope is cracked attributing to a blurry/foggy image. Dents on the distal edge was noted. Also, the inspection observed minor scratches on the rigid outer tube, and minor dents on the eyepiece funnel. The telescope was last serviced in march 2022, however, the telescope was returned unrepaired to the customer. The investigation is in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus onsite support specialist reported that the customer ultra autoclavable telescope has ¿broken lens¿. The customer reported problem was found at reprocessing. No death or injury and no impact to person or other was reported to olympus.